Manufacturer narrative:
Qc information are not available on (B)(4) 2010, a bci field service engineer (fse) found a worn electrode o-rings, unclean flow-cell, and cracked co2 membrane housing. Fse cleaned the flow-cell, replaced/repaired parts, and verified performance fse replaced the syringe rods, modular chemistry sample probe and collar, and completed instrument alignment. Fse verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to intermittent erroneous high sodium (na), potassium (k), and chloride (cl) results generated by the unicel dxc 600 pro synchron chemistry analyzer. The results were not reported out of the laboratory. The samples were repeated on the same instrument and an alternate instrument and lower results were obtained. Patient's treatment was not impacted.